Manufacturer narrative:
This device is used fpr treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Implant date not reported. Device is not distributed in the united states, but is similar to a device marketed in the us.

Event description:
Device report from synthes (B)(4) reports an event in colombia as follows: patient was implanted with universal femur nail. The nail presented fatigue, and the implant raptured caused by pseudo arthrosis. Patient is scheduled for removal of the ufn and replacement with cfn and bone substitutes on (B)(6). This is 1 of 1 report for this event.

Manufacturer narrative:
The failure of the investigated femoral nail was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize double sided bending moments for a large number of cycles. Postoperative activities of the patient in combination with instability of the fracture situation (pseudo arthrosis) may have played a certain role too.

Event description:
This is report one of one for complaint (B)(4).